Event description:
It was reported that a patient underwent a high tibial osteotomy procedure on (B)(6) 2024 and absorbable hemostat was used. During the surgery the patient had hives on their knees and the hives spread to the whole body. The product was used on knees when bleeding. The patient recovered and is stable. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Please provide the following patient demographic information, if available: age, gender, weight, bmi at the time of index procedure? 2. What were the diagnosis and indication for the index surgical procedure? 3. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. 4. Was there any intraoperative concurrent use of other products? 5. What is the lot number? 6. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? 7. Where was the surgicel used (on what tissue)? 8. How much surgicel was used during the procedure? 9. Was the surgicel product left in place? Was the excess irrigated and removed? 10. What were current symptoms following the index surgical procedure? Onset date? 11. Did the patient undergo a patch test? 12. If a patch test was not performed, is one planned in the future? 13. Has any surgical or medical intervention been performed? 14. What is physician¿s opinion as to the cause of or contributing factors to this event? 15. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative reaction? 16. What is the patient¿s current status? 17. What is the users experience w/ surgicel powder and other hemostatic agents? This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested, and the following was obtained: 1. Where was the surgicel used (on what tissue)? Knees. 2. How much surgicel was used during the procedure? 3g. 3. Was the surgicel product left in place? Was the excess irrigated and removed? Washing was performed. 4. What is physician¿s opinion as to the cause of or contributing factors to this event? It is unclear whether the powder is the direct cause. It may be a reaction to other products, such as antibiotics. 5. What is the patient¿s current status? The patient's symptoms have currently recovered. The following information was requested, but unavailable: 1. Please provide the following patient demographic information, if available: age, gender, weight, bmi at the time of index procedure? 2. What were the diagnosis and indication for the index surgical procedure? 3. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. 4. Was there any intraoperative concurrent use of other products? 5. What is the lot number? 6. Did the patient undergo a patch test? 7. If a patch test was not performed, is one planned in the future? 8. Has any surgical or medical intervention been performed? 9. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative reaction? 10. What were current symptoms following the index surgical procedure? Onset date? This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested, and the following was obtained: 1. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? The surgicel powder was used for hemostasis (not prophylactic used). All amounts were used, and washing was performed. 2. What is the users experience w/ surgicel powder and other hemostatic agents? In this case, a sample product of surgicel powder was used. This is the 2nd case since the doctor started to use surgicel powder, and also the 3rd surgicel powder. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.